Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode had a part of the electrode fall off in the patient's bladder. The patient was not affected as the part exited the body with the irrigation fluid. The event occurred during a therapeutic transurethral resection in saline procedure. The procedure was completed with a similar device. There were no reports of patient harm or procedure delay.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation, as well as updated to fields d8, d9, and g1. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the electrode. It is possible that the break could have been caused by an external overload. The event can be detected by following the instructions for use which state: 5 preparation 5.2 inspection general inspection ¿ check that the product has: - no dents, cracks, bending, or deformations - no cuts and other defects on the insulation of the cable, hf-resection electrode and working element - no scratches - no corrosion - no missing or loose parts ¿ check all markings on the product for clear visibility olympus will continue to monitor field performance for this device.